Event description:
Pt's mother reported, there are 2 concerns with the infusion device; the device displays an e10 (cartridge error) message, and there is a white line in the display. No further info is available. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
This incident occurred outside of the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.